Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered multiple occlusion alarms over approximately one week and repeatedly displayed 0% meal delivery notifications without accompanying occlusion alarms, with infusion site leakage observed on several occasions while using insets and insulin lispro. Symptoms included hyperglycemia with blood glucose exceeding 400 mg/dl for roughly half a day. Outcomes included use of backup subcutaneous insulin to correct high glucose, without ketone testing, medical intervention, or hospitalization. Investigation included engineering log review and receipt and inspection of the returned device. Investigation of this device revealed the spur gear was not completely seated preventing the lead screw from fully rewinding. It was concluded that the cause was related to a device assembly issue.